Event description:
It was reported that the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed and required maintenance. A clicking noise from the station was also noted. A customer indicated that there was a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that tower door malfunctioned. A field service engineer who successfully replaced the latch sensor to resolve the issue. The system functioned as intended after the field service engineer resolved the issue. H11 - e.3 occupation: pharmacy automation system administrator.